Manufacturer narrative:
The reported field event of backup vvi (bvvi) was confirmed in the laboratory and was due to telemetry interruption. The telemetry interruption was consistent with user error during communications with the device. The device was tested using automated testing equipment and revealed normal device characteristics.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that upon interrogation, the device was found to be in backup vvi mode. The device was still in the box and was not used.